Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the machine did not boot up and repeatedly displayed error messages. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one machine did not boot up and repeatedly displayed error messages. The technical support specialist identified that the database was 10,043 mb in size and performed a full database replacement to resolve the bloating issue. The customer was contacted multiple times by phone and email over a period of more than ten days. Knowledge article was attached. With no further response from the customer, the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.